Event description:
On november 23, 2009 the facility's biomedical engineer reported to baxter global technical services that on (B)(6) 2009 one colleague cx triple channel volumetric infusion pump in which malfunction of 2nd chamber in failure mode occurred during patient infusion. The reported condition occurred in the obstetric care unit. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. On november 24, 2009 the following additional information was obtained: the patient involved in this event was pregnant and pitocin was being infused to induce labor in the obstetric care unit. There was an interruption in therapy due to the nurse having to switch the pump out. The software version for this device is currently not known.

Manufacturer narrative:
Evaluation: the reported condition of, 2nd channel in failure mode was confirmed but not duplicated due to failure code 810:11. Failure code 810:11 was found in the event history on the occurrence date. Values found for the ail pcb (air in line printed circuit board) were on the high end of the calibration specification. The channel b pump head module was replaced to correct the reported condition. (B) (4)

Event description:
It was reported that during an pelvic evisceration procedure, air leaked. When a forceps was in and out, the air leak sound was heard. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4)